Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there were missing pieces from the reservoir compartment and the lip ring has come out 3 times. The customer¿s blood glucose level was not provided at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.